Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation. It was reported that on (B)(6) 2018, one mitraclip was implanted to treat grade 3+ degenerative mitral regurgitation (mr), reducing mr to grade 1+. Echocardiogram performed on three days post procedure, 1 month post procedure and at 11 months post procedure indicated that the mr had increased to grade 2+; however, no single leaflet device attachment (slda) was noted. On (B)(6) 2020, the patient fell. An acute subdural hematoma was diagnosed. The patient was unconscious and was hospitalized. First aid was provided and medications were administered. The patient died on (B)(6) 2020. Per study physician, the patient death is not related to the implanted mitraclip, but may be related to the subdural hematoma; however, no autopsy was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of unrelated death, recurrent mitral regurgitation, and dyspnea are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported dyspnea could not be determined. The reported recurrent mitral regurgitation appears to have been a result of patient conditions. A cause for the reported unrelated death could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: patient code: 1964 - removed.

Event description:
Subsequent to the initial report, additional information was provided. It was reported that the recurrent mitral regurgitation was related to natural progression and is not related to the implanted mitraclip. In (B)(6) 2019, the patient had complaints of shortness of breath. The cause of the shortness of breath is unknown, but it is possible that the patient failed to take prescribed medication. No additional information was provided.